Event description:
At the final run, a large type 1b endoleak was observed from right side. After rigorous ballooning with both a coda and a gore molding balloon. The leak persisted. Dr. Recht decided to see if it would resolve in 30 days. If not, coil and extend into right external artery.

Event description:
At the final run, a large type 1b endoleak was observed from right side. After rigorous ballooning with both a coda and a gore molding balloon. The leak persisted. Dr. Recht decided to see if it would resolve in 30 days. If not, coil and extend into right external artery. Patient outcome - "email (dated 02/10/2021) from terumo aortic endovascular consultant, (B)(4), stated the following in response to the follow-up questions: 1) please can you let us know the results of the follow-up. Response: the follow up CT showed that it has resolved. 2) so no additional treatment was needed for endoleak type 1b. Response: that is correct."